Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('a portion of essure implant, segment of metal wire, separate portion of metal wire') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, endometriosis, menorrhagia, ovarian cyst and pelvic adhesions. On (B)(6) 2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), migraine ("constant migraine headaches"), alopecia ("excessive hair loss"), dyspareunia ("pain during intercourse") and medical device discomfort ("discomfort"). The patient was treated with surgery (hysteroscopy with hydrothermal ablation, exploratory laparotomy, bilateral salpingectomy). Essure was removed on (B)(6) 2020. At the time of the report, the pelvic pain, migraine, alopecia, dyspareunia and medical device discomfort had not resolved and the device breakage outcome was unknown. The reporter considered alopecia, device breakage, dyspareunia, medical device discomfort, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: sample not available. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this me. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 19-mar-2021: mr received. Reporter information, patient medical history, product removal date, event: a portion of metal wire added. Case category updated to serious incident, essure removal reported. Case became medically confirmed. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('chronic pelvic pain') and device breakage ('portion of essure implant, segment of metal wire, separate portion of metal wire') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included dysmenorrhea, endometriosis, menorrhagia, ovarian cyst and pelvic adhesions. On 1-jan-2015, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), device breakage (seriousness criteria medically significant and intervention required), dyspareunia ("pain during intercourse"), medical device discomfort ("discomfort"), migraine ("constant migraine headaches") and alopecia ("excessive hair loss"). The patient was treated with surgery (hysteroscopy with hydrothermal ablation, exploratory laparotomy, bilateral salpingectomy). Essure was removed on 14-sep-2020. At the time of the report, the pelvic pain, dyspareunia, medical device discomfort, migraine and alopecia had not resolved and the device breakage outcome was unknown. The reporter considered alopecia, device breakage, dyspareunia, medical device discomfort, migraine and pelvic pain to be related to essure. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on 7-apr-2021: quality safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.